Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported on 23 november 2025 that the patient presented with grade 5 functional tricuspid regurgitation (tr) for a triclip procedure. During the triclip steerable guide catheter (tsgc) preparation, a leak was observed in dilator while de-airing. The tsgc was replaced with another device to complete the procedure. During the procedure, one triclip was successfully implanted. Post deployment of second triclip, septal leaflet was observed to be damaged. The procedure was concluded with deployment of two other triclips. The tr was reduced to grade 2 post procedure. There was no clinically significant delay.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation was unable to determine a cause for the tissue injury. Tissue injury is listed in the instructions for use as a known possible complication associated with the triclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstance as no additional intervention or treatment was provided. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
N/a.